Event description:
It was reported that the patient experienced an occlusion alert during a dinner meal dose shortly after changing to a contact detach infusion set, which resolved after replacing the infusion set and connector. Symptoms included no reported adverse clinical effects and blood glucose was in range. Outcomes included restoration of insulin delivery after supply change and shipment of replacement supplies, with user education provided. Investigation included review of user-reported troubleshooting and resolution steps. Investigation of this case revealed an occlusion associated with the infusion set and/or connector that cleared with a supply change, consistent with infusion set or connector malfunction or blockage. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.